Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dialysis catheter. The customer reports a pt had to have a catheter exchanged due to a leak between the cuff and hub of the palindrome catheter. Customer stated that the hole was not visible or leaking until pt was on a dialysis machine and then catheter would squirt blood through the hole.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.